Event description:
It was reported that during an scs implant procedure, as the physician was placing the leads, neuromonitoring equipment noticed a change in the pt's upper and lower extremity motors. The physician then removed the leads and gave the pt steroids. When the pt awakened, she had some movement on the left side. As of (B) (6) 2010, the pt's paralysis has since receded. Pt is able to eat, drink, and use the left arm and leg.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.